Event description:
Subsequent to the initial report filing, additional information was rec'd providing the following summary from the appointment with vascular surgeon on (B)(6) 2012: patient had ischemic rest angina before intervention on (B)(6) 2012, where the omnilink elite stent was lost unexpanded above the plaque. There is a long sfa stenosis below the plaque. After the intervention, his symptoms have been unchanged. He can walk about 150m - that is the same as before. His tibialis posterior is fine so the patient is scheduled now for a fem-dist bypass. No additional information was provided.

Event description:
It was reported that the procedure was planned to place an omnilik elite stent in an in-stent restenosis [unspecified stent] in the left iliac artery. Arterial access was via a crossover from the right superficial femoral artery (sfa) with a 6f non-abbott sheath. The crossover was steep and difficult to pass and the stented area was narrow. The omnilink elite stent became dislodged from the balloon and was lost inside the previously stented area. The dislodged stent was unable to be dilated and an attempt to snare the dislodged stent was also unsuccessful. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).